Event description:
It was reported that during a biopsy, after the second attempt, the device was not able to collect a tissue sample. Another device was used to complete the procedure. There was no report of pt injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was not returned for eval. Therefore, the investigation is inconclusive for the suspected device. This is a known issue for the identified product code/lot number. The root cause was determined to be supplier related due to over-processed resin.